Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent arthroscopy with lysis of adhesions and manipulation under anesthesia due to pain, stiffness, and instability. Additionally, the patient previously underwent a manipulation on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: catalog #42502006202, persona cr femoral component, lot #62459370 62435810 ; catalog #42540000029, persona all poly patella, lot #62435810 - manufactured by zimmer (B)(4). No product was returned. Primary notes found that with provisional components in place the knee came to full extension and was found stable to varus-valgus stress in both flexion and extension. A provisional patellar component was found to track with no thumbs technique. The implants were cemented sequentially after extensive irrigation of the knee and drying of the cancellous surfaces. The leg was kept in extension with the patellar clamp in place until the cement set up completely. However, there is no mention of excess cement removal and range of motion check before closure. Review of the arthroscopy notes (one year post tka) found that the pre-operative range of motion was 5-50 degrees with no patellar mobility. Intra-operatively, the suprapatellar pouch was remarkable for dense adhesions, the medial and lateral gutters were scarred intensely, a thick band of scar enveloped hoffa's fat pad. The patella tracking was notable for patella baja but the patellar component showed no sign of loosening. The tibial spacer was covered in dense adhesions. After careful lysis of adhesions and ablation of the scar tissues, the knee was manipulated without difficulty in near-full extension and to 110 degrees of flexion. Per the package inserts, poor range of motion is a know adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.